Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call broken force sensor detected during seating or regular delivery on the insulin pump. Customer¿s blood glucose level was 398 mg/dl. Customer treated their blood glucose levels via manual injection. Troubleshooting for the alarm was performed. Customer advised they were unable to rewind the insulin pump and they declined to further troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify motor error alarm due to critical pump error. Unit received with corroded printed circuit board and corroded motor home switch. Unit received with corroded battery tube, minor scratches on case, cracked battery tube threads, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label and minor scratches on lcd window.